Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device entered backup mode. A software download was performed which successfully restored the device to normal function. The patient's condition is fine.